Event description:
Related manufacturer report number: 2017865-2023-14457. It was reported that a patient presented to clinic for follow up. Device interrogation revealed far r wave oversensing on the pacemaker (pm) resulting in in atrial timer to reset prematurely and act at lower rate. There was also previous noise noted on the right ventricular (rv) lead noise that was by programming changes. Programming changes were performed to resolve the far r wave oversensing issue on the pm. The patient condition was stable.